Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 799.3 mcg/day) via an implanted pump. The brand of baclofen was believed to be gablofen. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2019 it was reported that the patient had been in the hospital since december and ¿over the past week/a couple of days ago¿ when they touched the patient¿s stomach they noticed increased spasticity. The patient and family had been hearing the pump alarm off and on. The pump was interrogated and showed that the empty pump alarm occurred on (B)(6) 2019. At the time of the call, the pump reservoir had not yet been accessed. Additional information was received from an hcp who reported that she was with the patient and was going to refill the patient¿s pump today ((B)(6) 2019). Per the hcp, the doctor stated that since the patient would be in the ICU (intensive care unit) tonight they would resume the normal dose. No further complications were reported/anticipated.